Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to fluid loss and leaking. A patient outcome of stable was reported. Additional information was received indicating the patient also experience an infection prior to the removal of the explanted aus. No further complications were reported.

Manufacturer narrative:
Fluid loss and urinary incontinence were reported. The ams800 occlusive cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. There was a pinhole leak that is consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The functional test failures identified during product analysis confirm the reported allegation of fluid loss issues, as the pinhole leak is the probable cause of the reported issues. The investigation conclusion code of cause traced to component failure was chosen because complaint allegations were confirmed through product analysis due to the device condition. This complaint investigation conclusion code is utilized for a component failure without any design or manufacturing issue. The ams 800 control pump was visually and microscopically examined. No leak was found. The pump was not functionally tested due to the occlusive cuff leak. Device analysis determined the condition of the returned device was not consistent with the reported information. The complaint was not confirmed for fluid loss issues. The investigation conclusion code of no problem detected was chosen because complaint allegations could not be confirmed through product analysis due to the device condition. Based on the results of this investigation, no escalation is required. The ams 800 pressure regulating balloon was visually and microscopically examined. No leak was found. The balloon was not functionally tested due to the occlusive cuff leak. Device analysis determined the condition of the returned device was not consistent with the reported information. The complaint was not confirmed for fluid loss issues. The investigation conclusion code of no problem detected was chosen because complaint allegations could not be confirmed through product analysis due to the device condition. System components: pump: model- 72404127; lot sn- (B)(6); mfg date- 02/17/2015; exp date- 02/05/2016; gtin- (B)(4); balloon: model- 72400024; lot sn- (B)(6); mfg date- 12/23/2014; exp date-12/09/2019; gtin- (B)(4).

Manufacturer narrative:
System components: pump: model- 72404127, lot sn- (B)(4), mfg date- 02/17/2015, exp date- 02/05/2016, gtin- (B)(4). Balloon: model- 72400024, lot sn- (B)(4), mfg date- 12/23/2014, exp date-12/09/2019, gtin- (B)(4).

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to fluid loss and leaking. A patient outcome of stable was reported.

Manufacturer narrative:
The ams800 occlusive cuff was visually and microscopically inspected. There was a pinhole leak in the cuff shell that was the result of wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information. The complaint was confirmed for fluid loss. The ams 800 control pump was visually and microscopically examined. No leak was found. The control pump was not functionally tested due to the occlusive cuff leak. The ams800 pressure regulating balloon was visually and microscopically examined. No leak was found. The balloon was not functionally tested due to the occlusive cuff leak. The investigation conclusion code of cause traced to component failure was chosen because complaint allegations were confirmed through product analysis due to the device condition.review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records for tcf 892554 found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc.there is no objective evidence the device was used contrary to product labeling per the IFU (B)(4) system (92116966). The IFU lists positional/recurrent incontinence, and infection as potential adverse events. No further review is required.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to fluid loss and leaking. A patient outcome of stable was reported. Additional information was received indicating the patient also experience an infection prior to the removal of the explanted aus. No further complications were reported.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to fluid loss and leaking. A patient outcome of stable was reported.

Manufacturer narrative:
Fluid loss and urinary incontinence were reported. The ams800 occlusive cuff was visually inspected and microscopically examined. The cuff was measured, and the device size was consistent with the reported information. There was a pinhole leak that is consistent with wear at a fold. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The functional test failures identified during product analysis confirm the reported allegation of fluid loss issues, as the pinhole leak is the probable cause of the reported issues. The investigation conclusion code of cause traced to component failure was chosen because complaint allegations were confirmed through product analysis due to the device condition. This complaint investigation conclusion code is utilized for a component failure without any design or manufacturing issue. The ams 800 control pump was visually and microscopically examined. No leak was found. The pump was not functionally tested due to the occlusive cuff leak. Device analysis determined the condition of the returned device was not consistent with the reported information. The complaint was not confirmed for fluid loss issues. The investigation conclusion code of no problem detected was chosen because complaint allegations could not be confirmed through product analysis due to the device condition. Based on the results of this investigation, no escalation is required. The ams 800 pressure regulating balloon was visually and microscopically examined. No leak was found. The balloon was not functionally tested due to the occlusive cuff leak. Device analysis determined the condition of the returned device was not consistent with the reported information. The complaint was not confirmed for fluid loss issues. The investigation conclusion code of no problem detected was chosen because complaint allegations could not be confirmed through product analysis due to the device condition. System components: pump, model- 72404127, lot sn- (B)(6), mfg date- 02/17/2015. Exp date- 02/05/2016. Gtin- (B)(4). Balloon: model- 72400024, lot sn- (B)(6), mfg date- 12/23/2014. Exp date-12/09/2019. Gtin- (B)(4).

Manufacturer narrative:
The pressure regulating balloon(prb) was revised on (B)(6) 2020 due to a leak and a hole in the device.

Event description:
It was reported that the patient experienced a replacement of an artificial urinary sphincter (aus) device due to fluid loss and leaking. A patient outcome of stable was reported. Additional information was received indicating the patient also experience an infection prior to the removal of the explanted aus. No further complications were reported. Additional information received that the prb was revised on (B)(6) 2020 due to a leak and a hole in the device.